Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The rep states that the stapler did not want to fire the reload when surgeon tried to fire it. The packaging seal was contaminated with blood and therefore has been discarded and is not attached to the returned product. The stapler and the reload is being sent to ho for testing.